Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. H6 ¿ method code: (4114) device not returned investigation ¿ evaluation a representative from hospital 12 de octubre informed cook of an incident involving an ultrathane mac-loc locking loop biliary drainage catheter. On (B)(6) 2020 during a biliary drainage procedure, the blue flexible stiffener was difficult to remove. The physician tried to remove it with a pincer, but it remained stuck and only elongated. The physician cut the catheter in order to remove the device from the patient. This occurred three times during the same procedure on the same lot number. The physician was able to place the fourth device in the patient. There were no adverse effects to the patient other than the procedure took longer and was painful for the patient. No unintended section of the device remained inside the patient. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, no visual inspection of the device was completed. However, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is shipped with instructions for use (IFU). The information related to the reported failure mode includes: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the device history record (DHR) was reviewed. The final lot, subassembly lots, and raw material lots revealed nonconformances. There is one related nonconformance for ¿shaft, bent / kinked¿ that affected a quantity of 1 with a disposition of scrapped. A complaints database search was also conducted and no additional complaints for the lot were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. A CAPA is currently open to address this failure mode. Based on the information provided, no returned product for inspection, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional product codes: lje, gbo. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop biliary drainage catheter was required for a biliary drainage procedure in an unknown patient. The catheter and flexible stiffening cannula was advanced normally, but when the operator tried to remove the stiffener, it was stuck. Pincers were used to try to remove the stiffener, but it only elongated. Finally, the drain was cut and removed successfully. This occurred with three devices of the same lot. A fourth device was placed to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.